Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they ask help on setting up an alarm on high blood glucose of 350mg/dl. Patient's blood glucose at time of incident was 400mg/dl. Patient's current blood glucose was 170mg/dl. The customer called back to get the current blood glucose of 170mg/dl. The customer declined troubleshooting for high blood glucose and treated with manual injections. The insulin pump will not be returned for analysis.